Event description:
The doctor thought that the patient's knee was infected and brought the patient in for revision. During surgery he found the tibia was loose, and when he removed it, the implant was not affixed properly - cement appeared to have stuck to the bone but not the implant.